Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 2. Intended use/indications juvéderm volbella® xc injectable gel is indicated for injection into the lips for lip augmentation and for correction of perioral rhytids in adults over the age of 21. 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ the safety and effectiveness for the treatment of anatomic regions other than the lips and perioral area have not been established in controlled clinical studies. ¿ juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact. 8. Instructions for use b. Health care professional instructions 3. The patient¿s treatment goals should be characterized with regard to proper proportion of upper and lower lip, vertical height, horizontal length, vermilion fullness, contouring of the vermilion border, cupid¿s bow, and philtral columns, as well as perioral lip rhytids and oral commissures. Pretreatment photographs are recommended.

Event description:
Healthcare professional reported a patient was injected with .5 cc of the juvéderm volbella® xc and approximately 5 months later with 1 cc of the juvéderm vollure¿ xc in the lips, under the eyes, and marionette lines. The symptoms of hard nodules appeared under the left eye 7 months after the second dermal filler injection. The patient was injected with vitrase the same day symptoms were confirmed and again 16 days later. Symptoms fully resolved on the last day of vitrase treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00949 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volbella® xc.